Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the act button was hard to push. The customer¿s blood glucose level was unknown. Customer also reported that they received low battery alert before a week, no delivery alarms, noted grinding noise during rewind, backlight was dimmer and the screen appeared polarized. The device will not be returned for analysis.